Event description:
Reportedly, the smarttouch tablet did not save any patient data after the interrogation of devices. The programmer was working fine and correctly, it has permitted to program 4 pacemaker, check all the information's in aida and to print in pdf the data (without any warnings). After the end of the interrogation, we were looking for the files in order to export and print them but no patient files were saved in that day. To further check the situation, we have tried to interrogate a pacemaker (reply crtp) in my trunk stock and it was not saved. The situation was only resolved by the pressing of p1+p2, then log off and sign in again. From that moment, all the next interrogations were saved but the previous one did not appear and they seemed lost. It was the second time of this behavior and today we were able to extract the files.

Manufacturer narrative:
Analysis of available expertise data confirm the reported issue. The issue appears while trying to get session information from database after session ends due to a corruption of database. The root-cause of the observed issue could not be determined. It could have resulted from the programmer or the software modules, but no clear root-cause was identified. A re-installation in the field of the smartview is recommended. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the smarttouch tablet did not save any patient data after the interrogation of devices. The programmer was working fine and correctly, it has permitted to program 4 pacemaker, check all the information's in aida and to print in pdf the data (without any warnings). After the end of the interrogation, we were looking for the files in order to export and print them but no patient files were saved in that day. To further check the situation, we have tried to interrogate a pacemaker (reply crtp) in my trunk stock and it was not saved. The situation was only resolved by the pressing of p1+p2, then log off and sign in again. From that moment, all the next interrogations were saved but the previous one did not appear and they seemed lost. It was the second time of this behavior and today we were able to extract the files.